Event description:
The customer reported that she was getting over the flu and pneumonia. She had not been able to put on a pod, and her blood glucose had reached 345 mg/dl. She stated that while she was trying to activate a new pod, the cannula "shot out" before she could put it on. She expressed concern that the box of pods was "bad". She was able to activate a pod from another box.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod.